Manufacturer narrative:
Evaluation completed. Four sealed (B)(4) boxes from lot maxa950 were returned. The expiration date on the label is 2021-01. The product that caused the event was not returned. Only unused product was received. Eight of the sealed knives were opened for inspection and testing. No visual defects were noted. A functional test was performed using a silicone eye. All eight blades pierced the eye easily and were not dull during functional testing. The product samples were forwarded to the vendor for further investigation.

Event description:
The user facility reported a dull blade caused a small abrasion. The doctor applied a bandage contact lens as precaution. Patient is doing well.